Event description:
Caller reported an error with their cgm, identified as error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level from this error. Technical support guided the caller through a complete pump reset, but the error persisted. As a resolution, the support team decided to replace the pump, which was still under warranty. The customer planned to continue using their current pump as a backup and was instructed to return the malfunctioning pump with a pre-paid label within 10 days. The customer confirmed their understanding of the process for returning the pump and acknowledged the shipping arrangements.